Event description:
The recipient reportedly experienced decreased performance. A review of the test data indicated impedance issues. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
A review of the device history record was performed, and no anomalies were noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information sections: b.3, d.6b, h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was not explanted. The recipient remains implanted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.